Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty resistor on the main board. The customer declined repair of the device. The device was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report 1220908-2018-00799 for a similar event reported from the same customer.